Event description:
The reporter stated the surgeon inserted an icm115v4 11.5mm implantable collamer lens in 2006. The lens was explanted the following month due to inadequate vaulting. There was no pt injury. The lens was exchanged using a longer lens.